Manufacturer narrative:
Product specifications require the cable which connects the airflow sensor to the main pcba have a calculated accuracy of fill volume and cardiac output within 20% of external, calibrated measurements. The values seen during the additional testing of this investigation were outside this requirement, hence a device malfunction to adhere to specification requirements. The cable is the most likely cause of the customer reported high fill volume and cardiac output. No alarms were reported by the customer therefore alarm history review is not applicable. Visual inspection found minor damage to internal components including the front housing cover, main pcba, clamp, screw and hose connection and the anchor housing boss. Damage is indicative of rough handling. This issue will continue to be tracked and trended as a part of the customer complaint process. Syncardia has completed it's investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver displayed high fill volume and cardiac output values while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.